Manufacturer narrative:
H6: the quality investigation is complete. Correction: h6: device code updated based on complaint investigation.

Event description:
No new information.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the coating on the tip of the photonblade burnt or melted off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.